Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, death, and esophageal cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, death, and esophageal cancer. Medical intervention was not specified. After receiving further information from the patient, it is determined that the initial report should have been filed as death report only. Section adverse event/product problem in box b, section type of reported complaint and health impact grid, evaluation method code, evaluation results code grid, component code grid, conclusion code grid in box h has been updated/corrected in this report.